Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. The suspect device was taken out of service and evaluated by the facilities bio medical department. The customer stated that the device had a problem internally with the chip. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that the model lap top 1200 stopped functioning while connected to a patient. The customer stated that the reported event took place in the emergency room and that the equipment was taken out of service. The customer confirmed that there was no patient harm associated with the reported event.